Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer declined troubleshooting with tandem technical support. The customers blood glucose was 246 mg/dl at time of event.